Event description:
Call transferred from (B)(6) spoke with patient. She said she had issues with 2-3 last month where the plunger was not working and she felt uncomfortable using the cartridge. She did not keep the cartridges and does not have the sn. She used the other ones that had no issues. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? No pt threw away; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver.